Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they had pain at the incision site on their back so they took vicodin. Non-obstructive urinary retention was also reported on (B)(6) 2017. No further complications reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***